Event description:
According to the initial reporter: a patient of undisclosed gender and age underwent an abdominal aortic aneurysm repair in january 2018 in which a zenith fenestrated graft was implanted. The patient was lost to follow- up for quite some time, however, came back recently for a follow up. Per recent scan the physician detected a possible type 1a endoleak. The physician is planning a follow up procedure but not scheduled as of yet. For the follow up procedure the physician will be placing a non-cook manufactured stent.